Event description:
Procedure type: gastric bypass. According to the reporter: when the orvil device was mated to the eeaxl21, the two would not mate. Upon trying for several minutes to get the two devices to engage together, they simply would not. It did look as if a portion of the metal part of the orvil was bent outward. The pt is fine. The surgeon had to remove the orvil device from the stomach pouch. He then cut add'l tissue off of the stomach pouch in order to close the enterotomy and insert another orvil device. The second application with a separate orvil device mated with the initial eeaxl21 that was used with the first orvil without issue. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).